Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. Additionally oxidized contacts were seen during investigation, the contacts seem to be oxidized by the leaking electrolyte. This is a final report.

Event description:
Dacapo battery was empty. Battery was recharged but was not able to hold the charge. There was electrolyte leaking from the battery pack. No trauma/injury was reported.

Manufacturer narrative:
The device should be returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Dacapo battery was empty. Battery was recharged but was not able to hold the charge. There was electrolyte leaking from the battery pack. No trauma was reported.